Manufacturer narrative:
No medical/surgical intervention was required as a result of this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, one euphora rx ptca balloon catheter to treat a lesion. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon had expired when used in the patient. Staff were aware product had expired. It was informed that this was the only option during an emergency case. No patient injury was reported.